Event description:
Pt reported that with injection of forteo, she noticed red strings of blood in pen device. She has spoken to forteo connect and they instructed her to hold the pen for 14 days and if they did not connect her, to dispose of pen. They are sending her a new pen. Date of use: (B)(6) 2013 - present. (B)(4).